Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported while a medical lab assistant was performing blood collection using a bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, the needle detached from the holder. There was no report of injury or medical intervention.